Manufacturer narrative:
Analysis is normal. No anomalies were found.

Event description:
New information received indicated that the lead was explanted and replaced. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. Several high ventricular rate episodes that appear to be noise due to an outside source of emi were observed. The patient was asymptomatic and is not dependent. Programming changes were made.